Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that they were experiencing hyperglycemia and hypoglycemia. Customer's high blood glucose level was 400 plus mg/dl and low blood glucose was under 50 mg/dl. Customer stated that they had reservoir ring notice. It was unknown weather customer was using auto mode or not. Customer declined to troubleshoot for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.